Event description:
It was reported that during a sigmond colon resection the staples were malformed. The casewas completed with 12 vicryl sutures. No additional patient consequence other than the procedure being extended 45 minutes.